Event description:
One pt with discrepant total bilirubin results. Initial result 1.24 mg/dl, repeat 14.6 mg/dl. Erroneous result was not reported. Field service rep determined root cause to be sample tubes leaning in the rack and installed cup adapters into the racks. Performance tests were performed which were within specification.